Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having pauses sensed which were correlated to undersensing. The patient was told to stop taking an antiarrhythmic medication and the implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.